Event description:
Customer reported expiration date on the test strips do not match the date located in the manufacturer's inventory system. Test strips = 07-28-05 and inventory system = 02-28-02. No treatment. A request was made for return product and replacement product was sent.